Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history tot he event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-06822. It was reported, the pt underwent surgical intervention to replace his scs system. Follow-up information identified the reason for the scs system replacement was due to a possible fracture. No additional information is available at this time.